Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because the disposable set was not returned to baxter. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient was diagnosed with peritonitis which resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. Treatment for the events and the outcome of the diarrhea were not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal pd4 ambuflex was ongoing. Concomitant medications were not reported. The nurse did not provide an opinion of causality for the diarrhea, but stated the peritonitis with culture positive for e. Coli was not related to dianeal pd4 ambuflex therapy.